Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. A supplemental medwatch will be submitted at the completion of this activity. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility reported that a patient expired while at the clinic for their hemodialysis treatment. Reportedly, the patient had requested a pause in the treatment to use the restroom and collapsed while returning to the chair. The clinic manager (cm) provided follow-up information related to this event. The patient was in what was considered to be a normal state of health prior to beginning the treatment. Pretreatment vitals were taken and determined to be the following: blood pressure (bp) was 129/67; pulse (p) of 77 regular; respiratory rate of 17; temperature of 96.8; (B)(6). Approximately 2 hours 15 minutes into treatment, the patient complained of stomach cramping. At this time the patient's bp was 170/93 and p was 67. A normal 150ml saline bolus was administered for the cramping. Approximately 5 minutes later, the patient requested the treatment be paused. The patient's blood was returned at 13:45, and then the patient ambulated to the restroom. Approximately 10 minutes, while returning to the chair, the patient became anxious and weak, and was placed in a wheelchair. At 13:59, the patient was found to be unresponsive in the wheelchair and without a pulse. An automated external defibrillator was applied which advised to begin cardiopulmonary resuscitation (CPR). Emergency medical services (ems) was requested. CPR continued for approximately 7 minutes until ems arrived, however, the patient expired. Following the event, the hemodialysis machine was removed from service for evaluation. The unit remains at the user facility. No parts are available for return to the manufacturer for analysis.

Manufacturer narrative:
Manufacturing evaluation: the reported complaint is not confirmed as a complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. However, the distribution center was able to provide a product retain from the reported lot number. Retain testing found analyte concentrations to be within the specification range with analyte values near their nominal levels. Test results are also comparable to original finished product release results documented in the device history record (DHR) for the reported product lot number. Finished product test results confirmed that the lot met all applicable release criteria. Although no on-site evaluation of the 2008t hemodialysis machine was performed by a fresenius regional equipment specialist (res), the biomedical engineer tested the unit after this event and found the machine functioned as expected and passed all functional testing. Additionally, following this event, the biomed performed a ¿pre treatment check¿ of the dialysis machine using the same bicarbonate concentrate and acid used at the time of the adverse event. The machine passed all automated test functions, including but not limited to, temperature, conductivity and pressure holding test with no additives used. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production record (bpr) did not identify any nonconformance and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Granuflo® dry acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Clinical investigation: the patient medical records were provided by the facility on february 19, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records reveal that the patient was not on hemodialysis at the time she became pulseless and non-responsive. The patient had returned from the bathroom after being taken off dialysis. Prior to the non-responsive/pulseless episode, the patient was having dry heaves and stomach cramping. The patient had a history of coronary artery disease and congestive heart failure. Medical records do not contain a death certificate or autopsy report for review. The medical records do not contain ambulance or hospital progress notes from (B)(6) 2016. Medical records do not contain medication records, labs (including a recent bicarbonate or potassium level) or diagnostic tests for review. There were no symptoms prior to the administration of hemodialysis that indicated the patient was having any cardiopulmonary issues. In addition, the patient was receiving hemodialysis treatment and had been on hemodialysis for approximately the previous 22 months. Medical records do not contain any information that the patient had experienced any non-responsive or pulseless episodes during hemodialysis in the past. No malfunction was reported. The medical records do not contain any cause for the patient¿s pulseless episode. Medical records do not state there was any causal relationship between the granuflo and the pulseless episode and death.